Manufacturer narrative:
Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite needle-free valve a blockage was detected. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2021 at 11:35, replaced the PICC dressing for the outpatients. The operation is until the needle-free airtight infusion connector is replaced. The package is opened and the connector is found to be cracked when the syringe is connected to the connector. The batch number of the cracked needleless closed infusion connector is 19076410, and the expiration date is 2022-07-04. It is marked as damaged and suspicious medical device-related safety events are reported. (B)(4).

Event description:
It was reported while using alaris smartsite needle-free valve a blockage was detected. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2021 at 11:35, replaced the PICC dressing for the outpatients. The operation is until the needle-free airtight infusion connector is replaced. The package is opened and the connector is found to be cracked when the syringe is connected to the connector. The batch number of the cracked needleless closed infusion connector is 19076410, and the expiration date is 2022-07-04. It is marked as damaged and suspicious medical device-related safety events are reported. Adr# (B)(4).

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation. The customer indicated that the complaint sample was from lot 19076410; however analysis of the reported lot number indicates that it does not relate to the reported product code. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.